Event description:
On follow-up no further information was provided on patient impact.

Manufacturer narrative:
H3:product analysis for pli 20: mr8-tt12fmis and serial# (B)(6) : evaluation of the device determined the attachment is intact and functions normal, there is no breakage or fracture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis for product ID#mr8-t12mh45d and lot# unknown: no conclusion can be drawn. No evaluation was performed, as the device was customer discarded. Product analysis for product ID#mr8-tt12fmis and serial#(B)(6): no conclusion can be drawn, device evaluation anticipated, but not yet begun. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m r8-tt12fmis, serial/lot #:(B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that bur fracture. No patient impact was reported.